Event description:
Rptr did back to back blood glucose testing, 1 after the other, using different finger sticks and strips. Rptr had difficulty getting a sample, and added a second drop to the first test. Results were 33 and 94mg/dl. Rptr did not have any symptoms. A control solution test result of 134mg/dl was in range. No harm was alleged.